Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to an unknown procedure a flexor ansel guiding sheath was removed from its packaging and the tip of the outer sheath was found to be frayed or jagged. The device packaging was stored on the hanging rack and had no damage. Another device with the same specifications was used to complete the procedure. The device did not make patient contact, so no portion of the device remained within the patient. This incident did not result in the patient needing additional procedures. No adverse effects to the patient occurred.

Manufacturer narrative:
Summary of event: as reported, prior to an unknown procedure a flexor ansel guiding sheath was removed from its packaging and the tip of the outer sheath was found to be frayed or jagged. The device packaging was stored on the hanging rack and had no damage. Another device with the same specifications was used to complete the procedure. The device did not make patient contact, so no portion of the device remained within the patient. This incident did not result in the patient needing additional procedures. No adverse effects to the patient occurred. Investigation evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications was conducted during the investigation. The complaint device was not returned, and photos were not provided. Therefore, cook was unable to complete a device failure analysis. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. Evidence from the complaint file, device history record, complaint history, validations, and manufacturing documents suggest that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The product IFU instructs the user to inspect the product to ensure no damage has occurred upon removal from the package. Based on the information provided and the results of the investigation, cook could not establish a definitive cause for this event. The risk analysis for this failure mode was reviewed and no escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.